Manufacturer narrative:
According to the customer, the connection between the "microclave and the hub of the cvc line" was leaking "medications" causing the patient's blood pressure to "drop". The customer reported the patient was receiving 2 "pressors" prior to the reported incident and a 3rd pressor "neo-synephrine" was added to the cvc line. The customer reported the patient's blood pressure began to drop after the "neo-synephrine" was added, the "pressor" medications were "titrated up", and then it was identified that the medications were leaking. The customer reported after the reported incident the connections were tightened, the patient's "bp recovered", and "the pressors were able to be titrated down somewhat". The customer reported the microclaves were tightened "shortly after" cvc line placement and prior to the reported incident. The customer reported the "patient expired the following day". To date, no product number information has been provided. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the connection between the "microclave and the hub of the cvc line" was leaking "medications" causing the patient's blood pressure to "drop".